Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, this confida guidewire perforated the left ventricle. Extracorporeal membrane oxygenation (ECMO) was initiated and the perforation was repaired surgically. The valve was able to be implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. It was reported that during use of the guidewire, the patient lost blood pressure, cardiac output and pulse. Cardiopulmonary resuscitation (CPR) was performed. The lot number of the guidewire was received and has been added. If information is provided in the future, a supplemental report will be issued.